Event description:
A customer reported an issue with their freestyle blood glucose monitor. During the course of troubleshooting with adc customer service, it was discovered that the unit of measure was set to mmol/l instead of mg/dl, a sign of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.